Event description:
Customer reported to baxter (B)(4) of a dehp free solution administration set with injection site in which patient informed to the nurse about a leak from the additive port. The tubing of the set appeared to be cut from an unknown location. The reported condition occurred during infusion. Patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.